Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The outer insulation integrity was unable to be tested due to puncture holes in the insulation 27.5 cm from terminal pin that correspond to the suture sleeve, and were determined to have occurred during explant. Visual inspection confirmed that there were no anomalies with the lead tip. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that one day after implant this right ventricular (rv) lead was explanted and replaced due to dislodgment. There were observations of loss of capture and pacing inhibition, and the dislodgement was confirmed by x-ray. The patient had an av node ablation on the date of the initial implant for atrial fibrillation that contributed to the dislodgment. No additional adverse patient effects were reported.